Event description:
The customer reported that the system displayed a communication failure error message and locked-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and the generator interface board. The system operates as intended.